Event description:
The dentist reported separating a file in the patient's tooth during a dental procedure. The patient was referred to an endodentist for further treatment. The file was retrieved and there was no report of injury to the patient.